Event description:
It has been reported (B)(6) hospital customer used the heartstart frx on a patient. The customer had a waveform that seemed to be vt and wanted to know why the shock was not performed. Therefore, the customer is requesting the submission of the report. The customer discontinued use of the heartstart frx and used another defibrillator capable of manual shocks. Although no direct adverse event to the patient or user was reported, we are considering this to be a serious injury due to a serious deterioration in the state of health of the patient because live-saving therapy/treatment may have been interrupted/delayed.

Manufacturer narrative:
This report is based on information provided by a philips field sales representative and a philips senior medical solutions specialist. This report hthe complaint was escalated for technical investigation and the results indicate the AED correctly identified this as a non-shockable rhythm and issued a ¿no shock advised¿ prompt. A two-minute protocol pause for CPR followed. Analysis periods two, three, four, five, six, and seven each showed the ECG rhythm to be monomorphic ventricular tachycardia. Each time, the device correctly identified the rhythm as non-shockable. Each time, a ¿no shock advised¿ prompt was issued. The ECG waveform recording ended at fifteen minutes and five seconds elapsed time as per device design. No ECG waveform was viewable after this time. The eighth and ninth ECG analysis periods each resulted in ¿no shock¿ decisions and ¿no shock advised¿ prompts being issued. The ECG rhythms could not be confirmed because the waveform was not recorded. The AED was powered off by a press of the on/off button at twenty-one minutes and seven seconds elapsed time. No further information was available. The smart analysis algorithm used in philips¿ heartstart aeds was developed and tested to ensure that its sensitivity (ability to detect shockable rhythms) and specificity (ability to detect non-shockable rhythms) exceeded the aha1, iec2, and aami3 recommendations. This algorithm was designed to shock the most common shockable rhythms associated with sudden cardiac arrest such as ventricular fibrillation (vf), ventricular flutter, and certain types of ventricular tachycardia such as polymorphic vt. In addition, the algorithm is designed to avoid shocking rhythms that are commonly accompanied by a pulse or rhythms that would not benefit from an electrical shock. In response to the customer concern that the AED did not recommend a shock for ventricular tachycardia, the philips AED ECG analysis algorithm is designed to take a conservative approach in analyzing ECG rhythms that can potentially cause a pulse to be generated. Monomorphic ventricular tachycardia is one of these rhythms. Because of this, monomorphic ventricular tachycardia is identified as a non-shockable rhythm. The device was not available for additional investigation. The philips senior medical solutions specialist recommended the device be placed back into service after the successful completion of a battery insertion test. The device remains at the customer site. Based on the information available and the testing conducted we were unable to replicate the reported problem. The reported problem was not confirmed. The device was functioning as intended. Based on the information available and results of additional analysis, no further action is necessary at this time. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
This report is based on information provided by a philips field sales representative and a philips senior medical solutions specialist. This report has been investigated by the philips complaint handling team. Philips received a complaint on the 861304 (heartstart frx defibrillator) indicating that the device did not deliver a shock. The customer had a waveform that seemed to be ventricular tachycardia (vt) and wanted to know why the shock was not performed. An analysis was performed. The following functional tests were performed: psdr log analysis, mic patient event files review, battery insertion test. The complaint was escalated for technical investigation and the results indicate the AED correctly identified this as a non-shockable rhythm and issued a ¿no shock advised¿ prompt. A two-minute protocol pause for CPR followed. Analysis periods two, three, four, five, six, and seven each showed the ECG rhythm to be monomorphic ventricular tachycardia. Each time, the device correctly identified the rhythm as non-shockable. Each time, a ¿no shock advised¿ prompt was issued. The ECG waveform recording ended at fifteen minutes and five seconds elapsed time as per device design. No ECG waveform was viewable after this time. The eighth and ninth ECG analysis periods each resulted in ¿no shock¿ decisions and ¿no shock advised¿ prompts being issued. The ECG rhythms could not be confirmed because the waveform was not recorded. The AED was powered off by a press of the on/off button at twenty-one minutes and seven seconds elapsed time. No further information was available. The smart analysis algorithm used in philips¿ heartstart aeds was developed and tested to ensure that its sensitivity (ability to detect shockable rhythms) and specificity (ability to detect non-shockable rhythms) exceeded the aha1, iec2, and aami3 recommendations. This algorithm was designed to shock the most common shockable rhythms associated with sudden cardiac arrest such as ventricular fibrillation (vf), ventricular flutter, and certain types of ventricular tachycardia such as polymorphic vt. In addition, the algorithm is designed to avoid shocking rhythms that are commonly accompanied by a pulse or rhythms that would not benefit from an electrical shock. In response to the customer concern that the AED did not recommend a shock for ventricular tachycardia, the philips AED ECG analysis algorithm is designed to take a conservative approach in analyzing ECG rhythms that can potentially cause a pulse to be generated. Monomorphic ventricular tachycardia is one of these rhythms. Because of this, monomorphic ventricular tachycardia is identified as a non-shockable rhythm. The device was not available for additional investigation. The philips senior medical solutions specialist recommended the device be placed back into service after the successful completion of a battery insertion test. The device remains at the customer site. Based on the information available and the testing conducted we were unable to replicate the reported problem. The reported problem was not confirmed. The device was functioning as intended. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.